Event description:
Distributor reported that a doctor stated that "anterior chamber flows out immediately as soon as they attached the valve." The patient is not on any extra medications. The device is still implanted in the patient, and the current patient status is unknown. Patient's age, sex and weight were not reported.